Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was displaying a therapy pca error. There is no indication of patient involvement.

Manufacturer narrative:
This is a duplicate of report # 1218950-2016-03721.